Event description:
It was reported that the patient has symptoms of popping, changes in volume and general fluctuations in overall sound when performing such head movements as leaning from front to back or from side to side. Performance level has remained constant, however the symptoms described are repeatable and fairly consistent. Testing showed high impedances on channels 2 and 8. When the patient was moving his head from the back, a fluctuation of approximately 10% in recorded voltage was noted on several channels. Whilst massaging and pressing around the site of the ground electrode, fluctuations of approximately 30% in the records voltage were noted. It is speculated that there a problem with the ground electrode leading to intermittent hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.